Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx was implanted into the lad. Approximately two months post index procedure, the patient suffered stroke. The patient was treated with medication. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated ischemic stroke. If information is provided in the future, a supplemental report will be issued.